Manufacturer narrative:
The mountaineer long shank 3.5x28mm polyaxial screw [product code: 1883-20-328, lot no: arhdd5] was returned for evaluation. Visual examination revealed that the inner cap (saddle) had been lifted in an upward direction from its intended location. No other anomalies or damage of any sort were indicative during evaluation. The polyaxial screw shank is undamaged and remains intact with the tulip head. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no emerging trends were identified as a result of the analysis. The root cause for the polyaxial screw¿s inner cap becoming lifted in an upward direction from its intended location cannot be positively determined. However, a potential root cause may be that the inner cap was subjected to a higher than anticipated load resulting in the inner cap becoming lifted in an upward direction from its intended axis location. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, c1-2 instrumentation using mountaineer was done for a patient with atlantoaxial dislocation. During rod placement, the surgeon could not insert a rod in the c1 right screw. When checking the screw, the washer inside the screw was misaligned. The surgeon replaced the screw and completed the procedure with a 3-minute delay. There were no adverse consequences to the patient. Since the driver could not be removed smoothly from the screw after c1 screw insertion, the screw may have been broken at that point possibly due to overload.